Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Also noted moisture damage on the battery tube, vibrator and keypad and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a blank display the customer¿s blood glucose was 64 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump had a blank display after it was exposed to moisture. Customer's parent reported that the display did not return even after the insulin pump was restarted. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.